Event description:
It was reported that this implantable device exhibited fluctuating shock impedance measurements of up to greater than 200 ohms. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).